Manufacturer narrative:
The insulin pump was received with corroded battery tube, corroded battery tube spring and battery cap contacts noted. However, no unexpected failed battery test alarms noted, the operating currents were with specifications and passed displacement test and off no power test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a failed battery test. Residue was noted on the battery cap contacts and the spring. The battery compartment was found to be corroded. No blood glucose reading was provided. The customer will discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.